Event description:
Facility alleges pt reaction during dialysis. Pt c/o chills. Temp up from 98.8 to 102.6 degrees f. Treatment discontinued. Medicaation given. No further medical intervention required. 21st use.